Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced a high blood glucose. Customer¿s high blood glucose value was 577 mg/dl at the time of incident. Customer decline troubleshooting for high blood glucose. The insulin will not return for the analysis. Frn-rsvr,unomed inf set.